Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed and not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station while booting up was stuck with windows update. A field service engineer reimaged station, loaded software and ran full synchronization. The, the fse cleaned spill on tray a after observing full height drawer 6 was not on bus. Customer tested drawer and it was fine. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station while booting up was stuck with windows update. A field service engineer reimaged station loaded software and ran full synchronization. The, the fse cleaned spill on tray a after observing full height drawer 6 was not on bus. Customer tested drawer and it was fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed and not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.